Manufacturer narrative:
(B)(4) section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information, and photography provided by the distributor, and our knowledge of the product. Results: evaluation of the provided photography revealed that one of the tubes was torn near the connection to the nasal mask. Conclusion: we are unable to determine the exact cause of the reported event; however, based on our knowledge of the product, it is possible that the tubing may have been subjected to an excessive pull force. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. Our user instructions which accompany the flexi trunk nasal tubing state: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was broken. There was no reported patient involvement.